Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to telemetry and or interrogation issue. The physician was wearing an x-ray apron and standing for a while between the 3300 programmer and the device when the telemetry connection got lost. Troubleshooting consisted of performing telemetry twice with no success. The programmer was replaced with another programmer but was unable to interrogate the device and measurements could not be performed. The s-ICD was replaced for a different s-ICD and the issue was resolved. No adverse patient effects were reported. After the procedure, the physician tried to interrogate the attempted s-ICD and it was not possible. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed, and visual inspection found no anomalies. Several attempts were made to establish radiofrequency communication, but the device would not connect. The device casing was removed, and battery voltage was measured at 9.18 volts but still had no telemetry. Testing of the interior of the device indicated that the element composition did not have hydrogen counts present. After removal of the battery and high voltage caps and repowered with an independent 9-volt battery, telemetry was functioning normal. The lab analysis was able to replicate the observed field issue, however, while trying to isolate a cause, the anomaly disappeared, and further analysis could not be performed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to telemetry and or interrogation issue. The physician was wearing an x-ray apron and standing for a while between the 3300 programmer and the device when the telemetry connection got lost. Troubleshooting consisted of performing telemetry twice with no success. The programmer was replaced with another programmer but was unable to interrogate the device and measurements could not be performed. The s-ICD was replaced for a different s-ICD and the issue was resolved. No adverse patient effects were reported. After the procedure, the physician tried to interrogate the attempted s-ICD and it was not possible. The device was returned for analysis.